Event description:
A doctor alleged that a core build up and post which had been placed using the build-it fr core material and the optibond xtr had separated from the tooth upon removal of the patient's temporary restoration.

Manufacturer narrative:
Patient specifics with regard to gender, age, and weight were not provided by the doctor. Multiple attempts were made to contact the complainant in order to obtain further information; however, the complainant has remained unresponsive. No further information has been received regarding the patient's current health status. An update will be submitted if any new information is provided. The product was returned and a visual and physical evaluation was performed, yielding results within specifications. In addition, no similar complaints were received with regard to this lot.